Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. Suspecting image not meet protocol. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product: 9735737; 1.2.0 pdm 4114. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 20-30 minutes. It was reported that the site was performing a deep brain stimulation (dbs) case using leskell frames. The site had some issues when to import exams over the network. The images were not loading correctly. Upon importing some of the exams over the network, the scans came in with missing slices. The medtronic representative called radiology and confirmed hat the correct formatted scans were re-sent. But they continued to load with missing data. He then requested for the exams to be exported to media which were then re-imported without any issues. The surgery was completed with navigation and there was no impact on patient outcome.